Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s sleep/wake button was unresponsive, with no tactile feedback and no device response despite prolonged presses, while the device could still be unlocked when placed on a charger; the device was clean and dry and not in a case, and a replacement was arranged with shipping issues subsequently addressed. Symptoms included no clinical symptoms. Outcomes included no impact to health, the user maintained therapy with backup supplies, and no medical intervention or hospitalization occurred. Investigation included remote troubleshooting and education, shipping follow-up, and return of the reported device for evaluation and further inspection of the returned device. Investigation of this device revealed a suspected mechanical or electrical failure of the sleep/wake button assembly consistent with a device component malfunction, with no user error identified. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the wake button mechanism.